Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: "tap close. Change the cartridge, tubing, and infusion site to ensure proper delivery of insulin. Resume insulin after changing the cartridge, tubing, and infusion site." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 300 mg/dl. Reportedly, the alarms were cleared and insulin delivery was resumed. Reportedly, the customer continued to use the pump for insulin therapy. Customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.